Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -13.0 diopter, into the patients right eye (od) in 2008. The lens was reported as having low vaulting. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
B5: the lens was explanted in (B)(6) 2020. The lens was exchanged with a longer lens and the problem was resolved. Patient is happy. Claim # (B)(4).